Manufacturer narrative:
The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter read inaccurately high in comparison to results obtained on another device. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2017 ¿in the morning¿ he obtained a result of ¿210mg/dl¿ on the subject meter which he felt was inaccurately high in comparison to a result of ¿98mg/dl¿ on another device (accuchek). Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages his diabetes with oral medication, diet and exercise and had been limiting his food and drink intake. The patient reported that an unspecified time prior to the issue occurring he had developed symptoms of ¿sweating and shaking¿ and that he self-treated with food or drink. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. The patient had followed the correct testing steps and the test strips had not expired or been stored incorrectly. Product was replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event. Although the patient became symptomatic prior to the alleged meter readings it cannot be ruled out that the meter may have been reading inaccurately prior to the symptoms developing and therefore may have caused or contributed to the event.